Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during device testing, it was observed that the electric pen drive device would turn on and off on its own, and sometimes would continue to run when turned off or in the forward or reverse position. It was also noted that when playing with the cord device the device would run without pressing the trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the unit was not functional, failed the hand switch test and ran by itself. It was also determined that the units motor and electronic control unit for the pen drive was damaged, corrosion and some unknown material was found and other components were corroded also. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.